Event description:
The reporter stated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2006. On 01/13/2006 due to excessive vault, elevated iop, secondary intervention-explanted, narrowing of the angle, angle closure and shallowing of the anterior chamber the lens was removed. The lens was exchanged for a shorter length icl.